Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient noticed there was a big red ring around the needle puncture site and the area was infected. The skin in the area was warm to touch and he had a low-grade fever. Prior to sensor insertion the area was prepped with alcohol. The parent took the patient to consult a physician who prescribed an oral antibiotic medication (doxycycline, unspecified dosage). No diagnostic testing was reported. At the time of the report, the patient is feeling a lot better. No photo was provided and the wound had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.